Manufacturer narrative:
The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. One of the pre-conditions for using the ventilator in an mr environment is to clearly mark a safety line on the floor around the mr scanner where the magnetic field outside the line is less than 20 mt. Previous investigations of similar complaints have shown that the ventilator can be attracted to the mr scanner if the ventilator is placed inside the safety line. The ventilator is equipped with an auto-lock handle. When the handle is released, the brakes automatically lock all four wheels. It has not been confirmed if the wheels of the ventilator were unlocked and that the ventilator was placed inside the safety line, but since the wheels are locked when the ventilator is not moved, the event was most likely caused by the user not following the requirements. (B)(4).

Event description:
It was reported that the ventilator became adhered to an MRI scanner. There was no patient involvement. Manufacturer's ref #: (B)(4).